Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER with shortness of breath and heart failure symptoms. A merlin on demand transmission was sent, which revealed multiple noise reversions. Review of the egms showed noise that may have been on all channels and the initial thought was emi. During interrogation, isometrics were performed on the patient with left arm movement. Noise causing inhibition was noted on the device. The patient was asymptomatic to the inhibition. Programming changes were made, and patient repeated isometrics and there was no pacing inhibition after the change. Additional programming was made for added margin.